Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit will not run on battery power and powers off on battery power only. There was no reported patient involvement.